Manufacturer narrative:
It was reported that the procedure for the debridement of soft tissue was performed for a patient with an itotal knee replacement due to a patella crepitation. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the procedure for the debridement of soft tissue was performed for a patient with an itotal knee replacement due to a patella crepitation.